Manufacturer narrative:
Based on the additional information received, the pacemaker implant occurred remotely from the perceval implant (>14 days). As such, there is not enough evidence to suspect a link between the patient's conduction disturbance, requiring the permanent pacemaker implant, and the device. No further investigation is warranted at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the published paper 'minimally invasive sutureless aortic valve replacement is associated with improved outcomes in patients with left ventricular dysfunction' by dr. (B)(6). The aim of this study is to evaluate the impact of perceval implantation on left ventricular ejection fraction (lvef) and clinical outcomes in patients with baseline left ventricular (lv) dysfunction. Among the results presented, it is reported that one patient received a permanent pacemaker within the first 30 days. Additional information received clarified that the patient received the perceval valve on (B)(6) 2013, while the pacemaker was implanted on (B)(6) 2014 (>14 days). Preoperatively, no conductions disorder were reportedly present.

Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no investigation is possible at this time. Based on the limited information reported on the paper, it is not possible to confirm/exclude a device relationship with the event (pacemaker implanted within 30 days). Therefore, the event is being reported in a conservative manner. Further investigation is ongoing.

Event description:
The manufacturer was informed on this event through the published paper 'minimally invasive sutureless aortic valve replacement is associated with improved outcomes in patients with left ventricular dysfunction' by dr. Concistrè et al. The aim of this study is to evaluate the impact of perceval implantation on left ventricular ejection fraction (lvef) and clinical outcomes in patients with baseline left ventricular (lv) dysfunction. Among the results presented, it is reported that one patient received a permanent pacemaker within the first 30 days. However, the exact date of pacemaker implantation is not available.